Event description:
Rn reported the home patient's (hp) transfer set became separated from the dialysis catheter's titanium adapter in 2003. The transfer set had been in use 19 days. Following this incident, the hp experienced nausea, vomiting, abdominal pain and cloudy effluent and was diagnosed with peritonitis on the following day. The patient received a transfer set change and was treated with intraperitoneal vancomycin 2gm daily for 14 days.